Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (unable to prime) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-apr-2018 with the following findings: a review of the black box showed multiple loss of prime warnings with a zero force. The rewind, load, and prime steps were performed successfully. The prime issue was not duplicated during investigation. The force calibration was within specifications. The pump was run for 24 hours with no alarms or prime issues. The pump was opened to find no defects. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.